Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. It was indicated that the patient wore the sensor beyond its intended use, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2023. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.